Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant removal due to rupture. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device photo analysis: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Physician reported "unknown event with breast implants" to then confirm implant rupture. This record relates to the right side. Device has been explanted.